Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It is reported that there is a concern with alleged weakness at y-site of the dual lumen catheter as well as just below where the bifurcation attaches to the line. The line is allegedly very pliable where the line connects to the bifurcation which causes occlusion alarms on pumps. Users are finding that at the y-site that area between each lumen is weak which can put the line at risk for fracture. There was no reported patient injury.